Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion failure which was not reproduced during evaluation. Multiple downstream occlusion messages were verified through a review of the event history log. Evaluation inspected the device and did not detect any symptoms related the customer-reported issue. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion failure. There was no patient involvement. No additional information is available.